Event description:
It was reported that during a prostate procedure a "water leak from the chiller" was observed, in the "surgery room of the hospital" and the physician "stopped" the surgery. The pvp procedure was canceled and the physician chose to proceed with turp. Pt and user condition: no injury was reported.

Manufacturer narrative:
Designated service engineer evaluated the laser, locating the water leak and repaired the "t" fitting. There has been no recurrence of this reported issue.